Manufacturer narrative:
Evaluation summary: customer reported needle not locking into the safety position resulting on a needle stick. Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release. One used infusion set was returned for evaluation. Visual examination revealed that the safety arm was in the down position with the needle fully extended, the needle cannula was bent back from it's normal orientation and the tip exposed. The device was disassembled. Upon examination no abnormalities or defects were found. The device's capture shelf was examined which revealed that the safety feature of the device had been activated and that the needle had been successfully captured. Critical dimensions were measured and found to conform to the manufacturers specifications. As observed upon receipt the device was no longer in the captured position indicating that sometime prior to return the device was manipulated out of it locked safed position and into an uncaptured position. The needle was reassembled. The needle was retracted per the IFU. It clicked into place normally, giving both an audible and tactile indication of lock-up. Device evaluated and alleged failure could not be duplicated - cause of event unknown. No failure detected and product within specification. As per direction received from the FDA on (B)(6) 1999; the manufacturer completes block d in it's entirety regardless if the user facility completes all or any of block d, therefore block d may contain corrected and/or additional data.

Event description:
.